Event description:
It was reported by a vns physician that their wand was working intermittently during vns interrogations. Troubleshooting was performed, which isolated the programming wand as the suspected cause of the communication difficulties. Good faith attempts to obtain the programming wand has been unsuccessful to date.